Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. The root cause was determined to be due the system pcb and patient parameter pcb assembly. Further root cause could not be determined. The device can not be repaired and it was returned unrepaired to the customer and physio control recommends not to use this device anymore for clinical purposes.

Event description:
A customer contacted physio control to report that their device was locked up and was not be able to provide defibrillation therapy, if needed. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device was locked up and was not be able to provide defibrillation therapy, if needed. There were no reports of adverse effects to the patient as a result of the reported issue.